Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 15-JUL-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer isolated the issue to a failed half height drawer 4. The drawer was initially disconnected to allow continued use of the station while maintaining system operation. Further troubleshooting identified a faulty drawer 4.2 half height cubie drawer controller printed circuit board (PCB) that was preventing the station from powering up. The engineer replaced the drawer controller printed circuit board, performed testing in the Hardware Testing Application (HTA), and verified proper drawer functionality. The customer successfully accessed the drawer, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer 4 causing machine to not power up. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.